Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that the pump was experiencing shorter than expected battery life. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the pump has been returned, and it was evaluated by product analysis on 01/26/2015 with the following findings: evidence of a partially discharged battery being installed for use was observed in the black box data; user error caused the reported battery-life issue. A battery cap was not returned with the pump; a test battery cap, which was able to secure to the suspect pump case per the instructions for use (IFU), was used during the analysis. The battery compartment was observed to be intact. Evaluation revealed that the pump drew electric current at levels within the specifications. The pump case was removed, and no evidence of internal damage or defect was found. During the analysis, the pump operated according to the specifications.